Manufacturer narrative:
Evaluation summary: the devices were implanted in early 2006, thus at the time of the complaint they had been implanted approximately 2 years and 3 months. It is unknown whether a revision has been performed or is planned. Operative notes provided show that the devices were a size e femoral component, size 4 tibial component, and a 14 mm articular surface, however the exact item numbers cannot be identified. No x-rays were returned for review. The patient's height, weight, build, and activity level is unknown. Based on the available information, a definitive cause cannot be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient's attorney that the device was implanted in early 2006 and that post-op, the patient experienced pain. It is unknown whether the patient was revised.